Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device has friction marks as part of the use. No structural anomalies were found. No other anomalies were noted. A functional test was performed using expressew gun part: 288233 lot: 57475, the needle loading was smooth and quick. A sample rubber strip was used along with a test suture, the needle preformed as intended, no deployment issues were found during testing. The overall complaint was not confirmed as the observed condition of the expressew iii needle pk5 would have not contributed to the complained device issue.¿ based on the investigation findings, a potential cause cannot be established since the device passed the functional test. The potential cause of the friction marks on the needle can be traced to the inherent wear and tear of the sliding motion of the needle during deployment. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d10: concomitant med products and therapy dates: exprsew iii ac+ rtn plate 1ea device, (B)(6) 2024. D4: the expiration date is currently unavailable. Therefore, the UDI is incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a bankert repair procedure on the shoulder, it was discovered that the thread on the expressew iii needle pk5 device broke, and the needle failed to deploy while being used with the expressew iii autocapture device. It was reported that the surgeon attached the device to the autocapture, but despite pulling the trigger, the needle did not deploy. After reattaching the device, the surgeon confirmed the needle deployed successfully. However, while penetrating the tissue, the needle damaged the thread. The surgeon attempted three times, encountering the same issue each time, ultimately resulting in the thread breaking. There was thirty-minute delay to the surgical procedure. A spare device was used to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.